Manufacturer narrative:
The reported event of set screw anomaly was confirmed in the lab, however the anomaly was due to the set screw being unseated during use and is not a device failure. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, and patient notifier were tested and no anomalies was detected. The cause of the field event is consistent with the setscrew being unseated during usage. No device failure was noted.

Event description:
During a lead revision procedure, the set screw was unable to be screwed into the device. The device was explanted and replaced to resolve the event. The patient was stable.